Event description:
The event is reported as: the complaint was received via medwatch. The pt arrived from operating room to pacu with a foley and continuous bladder irrigation (cbi) infusing. The foley did not appear to be draining, but the cbi was infusing. The pt woke up and was complaining about pain. The pacu rn palpated the abdomen and bladder, the pt continued to complain. The foley was still not draining and the cbi was turned off. The urologist inspected the 3-way foley and noticed that the foley and the cbi ports were opposite (the foley and the irrigation port were not draining and the irrigation port was infusing into the bladder). The urologist switched ports (cbi to cbi port and foley to foley port). The foley began draining immediately with pink tinged urine. The nursing assessment earlier in the month indicated that the foley continued to drain well and there were no other issues with it. No injuries reported.

Manufacturer narrative:
Product is not available for evaluation by MFR. The investigation report is incomplete at the time of this report. A follow-up report will be submitted when investigation is complete.